Event description:
On 10/2/2007, this senior medical affairs specialist spoke with a patient/layperson to verify information reported to a customer care advocate, cca, on approx two months earlier. Allegedly the patient's onetouch ultra2 meter began powering off during use despite new batteries. Reportedly the patient had no symptoms at all and was treated with insulin in the ER on a month earlier for blood glucose of 21 mg/dl. The patient denied treatment with insulin or having blood glucose of 21 at home or at the ER. The patient provided the following details on original date. Testing over eight times a day, the patient inserted new batteries around 7/28 or 7/29 when the meter began powering off during use a few days earlier. She successfully tested approximately three times with the new batteries until it reverted to powering off soon after. On 7/30 the patient neither attempted to test on the subject product nor had a backup meter. Around 2:30 p.m. When the patient began exhibiting symptoms of "nausea, sweating, cold chills, and grogginess," symptoms she attributes to hypoglycemia, her father gave her a glass of orange juice with one teaspoon of sugar and also peanut butter. After consuming the aforementioned, her father drove her to the ER where her blood glucose on the ER meter was "39". ER staff gave her orange juice and inserted an IV for "dehydration because I have bladder cancer." Two hours later, she was discharged when her blood glucose on the ER meter was normal. The patient was diagnosed with diabetes in 2006 "after taking seroquel in approx two moths earlier, due to the death of [one of her children]". The patient also received chemotherapy for recurrent bladder cancer (diagnosed in 2001) plus takes iron for a low hematocrit. The patient acknowledges the limitation of the product when ones hematocrit is abnormally high or low. On a recent unrecalled the doctor discontinued avandia, her only diabetes medication. The patient has episodes of "very high blood glucose and very low blood glucose" that the physician is attempting "to understand." Although treated at home based upon her symptoms, the patient's treatment may have been delayed due to the alleged power issue with the meter. For this reason, the complaint is classified as an adverse event. Products were replaced by customer service.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.